Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.

Event description:
It was reported that patients ipg is no long working as intended. It was noted that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.